Event description:
Surgeons were attempting to do a wedge biopsy of rt upper lung lobe with an endouniversal linear vascular stapler. Surgeon fired stapler but stapler would not open up, remaining attached to lung tissue. Stapler was removed by the resection of a larger lung wedge. Small air leak noted, believed by surgeon to be related to stapler. Pt was discharged.